Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch mini meter had a casing issue ¿ the whole casing was broken which prevented her from testing. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained from medical surveillance specialist (mss ) in a follow up call with the patient. The patient reported that the alleged meter casing issue first began on ¿(B)(6) 2015 in the morning¿. The patient takes insulin (self-adjuster) to manage her diabetes and made no changes to her usual diabetes management routine as a result of the alleged product issue. The patient reported that ¿1-2 hours¿ after the product issue began; she developed the symptoms of ¿tired and lightheaded¿ which she associated with a high diabetes excursion. On ¿(B)(6) 2015, 9-10am¿, the patient was taken to emergency room (ER) and treated with ¿26 units of humalog insulin¿ from a health care professional (hcp).whilst in ER, the patient alleged that she obtained a reading of "310mg/dl" on the ER meter. At the time of trouble shooting the cca noted that this was the first time the product was being used and the meter casing was cracked/ broken. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.